Event description:
It was reported that a patient had a breach in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient began treatment with dianeal pd2 , 1.5% ultrabag therapy (dose and frequency not reported)and dianeal pd2 2.5% ultrabag therapy (dose and frequency not reported, lot number unknown) intraperitoneally (ip) for pd. On an unreported date, the patient had a breach in aseptic technique further described as the patient made a mistake by not wearing a mask, and the area was not clean before starting pd. Subsequently, the patient experienced peritonitis and was hospitalized the same day. On an unreported date, the patient began treatment with cefazolin 1g (frequency and route not reported) and ceftazidime, 500mg in each bag (frequency and route not reported) for the peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.